Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h12j19071 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that the pouch of a minicap transfer set was damaged before home patient (hp) use. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and found that the pouch seal was open. The cause was determined to be due to a manufacturing issue. Retraining with the appropriate personnel was implemented to address this issue. Should additional relevant information become available, a supplemental report will be submitted.